Event description:
During the procedure the tip of the wire broke off doing manipulation. There was no patient injury.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.